Event description:
Pieces of cotton stuck inside [foreign body in reproductive tract], tampons falling apart inside [device breakage], cause was traced to design [product design issue]. Case description: consumer reported via e-mail that tampons are falling apart. No serious injury reported. 28-sep-2021: cause was traced to design. Action plan is in place. Lot numbers: 05164/6113 01:55, 07864/6190 17:52.